Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 35mg/dl. The customer's most current level was 250mg/dl. The customer was treated by paramedics and taken to the hospital. The customer was given juice and food for lows. The customer states they also had episode of high blood glucose level of 500mg/dl. The customer's most current level was 250mg/dl. The customer treated the high with bolus. Troubleshoot was conducted. The customer is being sent tubing clamp in order to conduct high pressure testing. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back when supplies arrive.